Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had been given a command to change from montior + therapy to off. The command was then cancelled and it was further reported that the patient was induced but the ICD did not detect or treat the vf. The patient was externally rescued.